Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge and site after the alarms. The cartridge and infusion set site were possible causes of the occlusions. The customer's blood glucose (bg) level ranged from not being impacted to 150 mg/dl. A correction bolus was delivered to address the 150 mg/dl bg level.